Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable device. Indications for use were intractable spasticity and cerebral palsy. The patient's pump had to be removed due to infection. Drug, other medications the patient was taking, pertinent medical history, actions/interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.